Event description:
Pt was horribly disfigured by a surgeon. Upon seeing the terrible results of his surgery, he promptly used a substance he called filler. The purpose of "filler" was to pad contour defects. Pt later learned that "filler" was liquid silicone. The liquid silicone was repeatedly injected into nose during many visits to his office over the span of 1 year. Since the time of the surgery and the injections of liquid silicone, pt's breathing has become increasingly poor and pt is subject to many nasal infections and sinus headaches. Pt has undergone many reconstructive operations using ear graft cartilage and some of the silicone was removed during these operations.